Manufacturer narrative:
The device is expected to be returned; however, the device has not been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly at 85% battery life. When the pump turned back on, a data log corruption of the pump data was noted. The customer's blood glucose level was impacted.